Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Report: 1 of 3. Customer called to report false negative and weak reactivity to the 0.8% resolve panel a lot# vra242 exp:3/1/2016 tested in mts anti-igg gel card lot #100815001-11 exp: august 19, 2016 by the manual gel method. Patient a. Customer identified patient with anti-e only, but positive autocontrol prompted the account to send out sample for further evaluation. American red cross confirmed the presence of the anti-e and also identified anti-little c and anti-jkb. Customer indicates arc testing was performed in tube liss with no reaction, tube peg reaction weak for the anti-e, gel peg reaction weakly that identified the anti-c and the anti-jkb. Arc confirmed using their own cells they create confirmed all three antibodies (anti-e, anti-c and anti-jkb). Issue started on: (B)(6) 2016. Frequency: x3. Microtubes/wells or cell (donor #) affected: weak reactivity on other corresponding positive panel cells. Methodology used: workstation (manual). Incubation time (for manual test only): 15min. Customer was expecting: positive reactions to corresponding cells positive for anti-jkb and anti-little c and a stronger reaction to cells positive for anti-e to match the screen and panel b. Test repeated: yes. Result obtained by repeating: identical false neg and weak reactions. Method used to repeat: manual (workstation). Customer reports incubating samples for 15 min. Customer initially got positive results in 0.8% surgiscreen screening cells. Ocd confirmed no incorrect or erroneous results were reported as a result of this concern. No transfusion with antigen positive donors to their corresponding antibody performed. Customer repeated the testing with a new set of the same listed lot of the 0.8% resolve panel a and results were consistent. Customer reports no haze or marked hemolysis seen in panel in question. Customer reports storing all cards and reagents according to IFU. Maintenance up to date. Cells and cards confirmed to have normal appearance. Cts referred the customer to the IFU to the 0.8% resolve panel a that indicates, the rate at which antigen reactivity (e.g., agglutinability) is lost is partially dependent upon individual donor characteristics that are neither controlled nor predicted by the manufacturer." Antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive. Ocd told customer that complaint for false negative and weak reactivity would be documented and accessed for investigation. Customer content with discussion and requires no additional follow up. Customer called back to receive update on investigation of 0.8% resolve panel cells lot# vra242. Customer reports still getting weak reactivity with same lot of resolve a panel cells and would like status to expedited. Ocd discussed with customer reasons for low reactivity and referred customer to limitations of product on IFU. Ocd will send two sets of panel cells to troubleshoot weak reactivity of cells. Customer content with replacement, customer will call cts back if replacement sets have an issue.